Manufacturer narrative:
One 4.5 flexible endoscopic cannulated drill bit was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. A small piece of the drill shaft has broken along the axis to the first spiral cut. There are additional cracks at the dwell locations along the spiral cuts. Further examination of the drill head showed the primary cutting surfaces are worn. There is a heavy burr on the ID of the drill head. The drills shaft is also bent. The condition of the drill indicates the drill was likely worn prior to use and was subjected to excessive force during use. Per the devices instructions for use of drills with that have worn or dull tips can result in breakage. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure, when drilling the endobutton tunnel, the bit split and broke. The was no patient injury reported but it is unknown if there was a delay or a backup device available to complete the procedure. Attempts were made to retrieve further information but no response has been received from the complainant.